Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Upon interrogation, the implantable cardioverter defibrillator was in back-up vvi mode. The patient¿s heart rate was not getting below 67. At the time of the backup, the patient reported taking CPAP (continuous positive airway pressure) machine off and getting up in the middle of night. A device restoration was performed successfully. The patient would continue with regular follow-up.